Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported vent alarming continuously. It is unknown if there was patient involvement.

Manufacturer narrative:
G4: 30oct2020; b4: 02nov2020. The was no patient involvement or user harm reported. The field service engineer (fse) confirmed the issue. The unit was alarming continuously, "it cannot start." The fse replaced the power management board to resolve the issue. The unit was tested and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.